Event description:
It was reported to philips that the system gave an alert indicating a problem with the x-ray generator tube anode, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the clinical procedure was completed as planned on the same system. The philips received a remote alert indicating problem with the x-ray generator tube anode. The philips field service engineer (fse) confirmed that the issue was resolved in another case by replacing the cooling unit. Therefore, this case had been closed with no work performed by the philips. The system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The x-ray tube issue did not impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact on completion of procedure, patient, or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.